Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in b5, the unit was not displaying an image and instead was producing an e315 communication error. The subject device revealed several other forms of wear and tear. Those include but are not limited to leaks, adhesive failure, and material deformation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii bronchovideoscope was not reading on the processor during procedure preparation. There was no patient harm reported as a result of this event. During the device evaluation it was discovered that the unit was not producing an image and instead displaying an e315 communication error code. This report is being submitted to capture the lack of image and the error code found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the no image/b30 error issue could not be determined, however, the issue was likely due to a leak in the forceps channel during user handling, resulting in the ingress of water into the device, causing electronic component damage and or physical stress applied to the insertion section during user handling, causing the charged-couple device (ccd) unit to be damaged. The event can be prevented by following the instructions for use (IFU) which states: important information ¿ please read before use warnings and cautions: caution ¿turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor¿. Warnings and cautions: disappeared or frozen endoscopic image: warning ¿follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination¿. 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the wli and nbi endoscopic images are normal¿. 5.1 troubleshooting ¿if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿¿. Olympus will continue to monitor field performance for this device.